Event description:
Patient contacted dexcom's foreign distributor on (B)(6) 2010 to report a possible broken sensor wire. Patient had noted, differences between cgm and blood glucose after calibration and performed a second calibration, after which "???" Appeared on the receiver and the out-of-range alarm sounded. The sensor subsequently failed after approximately 10 hours. Upon removal of the sensor, patient reported that the sensor wire was no longer attached to the sensor pod.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.